Event description:
It was reported to vyaire medical that the vela ventilator has hardware fault and unknown leak. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer will handle packaging and shipping. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.